Event description:
On july 7, 1998, the patient experienced a subtrochanteric fracture. A femoral nail was implanted at that time. On october 1, 1998, the patient fell in her bathtub and the nail broke. On october 2, 1998, the broken nail was removed. The doctor has stated that the patient appeared to be showing signs of healing callus prior to the fall.